Event description:
It was reported that the log files recorded a no external power event on (B)(6) 2025 at 07:17 and (B)(6) 2025 at 23:01 while connected to the mobile power unit (mpu) power. It was likely caused by power to the mpu being briefly interrupted. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event.

Manufacturer narrative:
Section a2-a4: patient information was not yet provided. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On (B)(6) 2025 at 07:17, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarms had resolved by the time data was collected at 09:26. This sequence of events repeated on (B)(6) 2025, beginning at 23:01 and resolving by 23:02. The backup battery supported the controller as intended during both times. The losses of external power did not prevent the controller from supporting the pump. Attempts were made to obtain additional event information, but no response was received. The root cause of the loss of external power was not able to be determined via this investigation. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.